Event description:
It was reported that a clearlink buretrol solution set¿s medication port fell off. This malfunction occurred during an infusion of total parenteral nutrition. The nurse was attempting to change out the set. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.